Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: yrechxc1655 stent; bfxc2816135; iexc161655 stent; ilxc1620115 stent. All implanted on (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to exhibited t-wave oversensing (twos). It was further reported that the device's t-wave oversensing algorithm was working intermittently, and withholding therapies. Conversely, there were other episodes that were in fact t-wave oversensing that the algorithm did not withhold therapies. The physician performed testing and reprogramming of the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.